Event description:
It was reported that after a band implant, surgeon was unable to access port for first adjustment - port lying on side clips unlocked. The port was revised and stitched in place. Date of revision: (B)(6) 2010.

Manufacturer narrative:
(B)(4). The device was not returned. Device remains implanted.